Event description:
While removing an arterial line in pacu, there was excessive bleeding from the insertion site. It was discovered that the catheter tip was left in the artery. The patient was taken back to the or for removal of the catheter tip under local anesthetic. Catheter tip was sent to lab for inspection and should be returned to manager of pacu by 1/11/93.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, unanticipated adverse reaction - short term, tubing. Conclusion: device failure occurred and was related to event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.